Event description:
As reported via medwatch mw5154456: clinical adverse event received for pain in left knee - aspiration. Event is not serious and is considered mild. Event is possibly related to procedure. Event is not related to device.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.